Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 70% stenosed target lesion was located in the severely calcified and non tortuous unspecified artery. A 5.0mm x 19mm x 90cm express vascular sd metallic stent was selected to treat the target lesion. During the attempt to cross the target lesion, the stent was dislodged. The stent was located and implanted on the external iliac. The procedure was not completed due to another reason. No complications were reported and patient's status was stable.